Event description:
The patient was implanted with biventricular support. It was reported by the vad coordinator that the pvad rvad was exchanged due to thrombus in the rvad. The pump was exchanged without issue.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.